Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge and would not charge above one bar despite trying all charging methods. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.